Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) experienced autofill failure alarm before use on patient. There was no patient involved.

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
After further review it was determined that the event was already reported in mfg report no: 2249723-2026-0000106. Please refer to mfg report no: 2249723-2026-0000106 for all information related to the event. Please cancel mfg report no: 2249723-2025-0004977 in your database.

Event description:
N/a.